Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and observed a leak-air vent in the filter. Do to the nature of the sample, no functional tests could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink system non-dehp extension set was leaking during patient infusion with etoposide. The infusion had to be stopped and a new bag was made. There was no report of patient injury or medical intervention associated with this event. No additional information is available.